Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that during an attempt to obtain single access, a purge system alarm was received. The motor current increased, and the team attempted to troubleshoot. It was reported that replacing the purge cassette did not resolve this issue. The medical staff replaced the initial impella pump with a new impella device. The patient outcome was reported to be stable.

Manufacturer narrative:
The root cause of the purge leak was most likely due to a use issue as the physician punctured a hole in the catheter and through the purge line.